Event description:
Customer reported a major car accident where she was the driver. Customer uses the sensor feature with her insulin pump. Her transmitter had been broken since february, but they only found out in may. Customer stopped using the transmitter some time prior to the accident. At some point when customer was off the transmitter, she was in a major accident where her car was totaled and two other cars were hit. She was driving at the time. She could not recall her blood glucose level at the time of the accident. Customer was not hospitalized because she was arrested under suspicion of being drunk. She stated that since she was not wearing her sensor, she did not know her blood glucose level was low until it was too late. Customer also reported scratches on the screen of the insulin pump, but that she can still use the device. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.